Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device found that the stent was fully mounted. A slight bend was noted in the shaft at 20mm proximal to the tip. The device was returned without the packaging or the packaging stylus. Per the dfu the packaging stylus is not removed until after flushing of the device. During analysis it was possible to insert a 0.014 inch filter wire through the tip and out the monorail exit without issue. During analysis it was possible to insert the device through a 6fr introducer sheath without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the internal carotid artery. The 10.0-31 carotid wallstent stent was selected to treat the lesion. However, during unpacking, it was noted that the stent was bent. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that stent damaged occurred. The target lesion was located in the internal carotid artery. The 10.0-31 carotid wallstent¿ stent was selected to treat the lesion. However, during unpacking, it was noted that the stent was bent. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.